Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to implant fracture.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient was implanted on (B)(6) 2020 and subsequently patient experienced implant fracture. Patient underwent revision on (B)(6) 2021 with the device being explanted. Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function post-operatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that the patient was implanted on dec 21, 2020 and subsequently patient experienced implant fracture. Patient underwent revision on jun 23, 2021 with the device being explanted. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.